Manufacturer narrative:
(B) (4). (B) (4). Damaged ancillary trocar the analysis results found that the ecs25 device arrived with the ancillary trocar tip broken. The breakaway washer was present, uncut and fully loaded with staples, indicating that the device achieved had not been fired. The device was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The test anvil was placed on the device completely and without any difficulties and did not detach during functional testing. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that before a laparoscopic gastric bypass procedure, the blue tip became broken from the bottom after the scrub tech tried to loosen it before use. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.